Event description:
Alaris pump running a flolan drip. The pump turned red and read "malfunction" and then turned off. Patient was off of flolan for a few minutes while back up pump at bedside was being prepped for switch. Patient experienced side effects due to this pump malfunction - low blood pressure/oxygen desaturation to the low 80's-. Rapid response team activated and patient returned to baseline after 30 minutes.